Event description:
A report was received that the patient was experiencing burning and throbbing pain in the vicinity of the ipg. The physician believed that the symptom was not device related. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that there will be no further course of action that will be taken at this time.

Manufacturer narrative:
Additional information was received that the patient will not proceed with the revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing burning and throbbing pain in the vicinity of the ipg. The physician believed that the symptoms were not device related. In addition the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Event description:
A report was received that the patient was experiencing burning and throbbing pain in the vicinity of the ipg. The physician believed that the symptoms were not device related. In addition the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Event description:
A report was received that the patient was experiencing burning and throbbing pain in the vicinity of the ipg. The physician believed that the symptom was not device related. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing burning and throbbing pain in the vicinity of the ipg. The patient will undergo a revision procedure wherein the ipg will be relocated.